Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the packaging units of 5 bd emerald¿ syringes were torn due to poor perforation. The following information was provided by the initial reporter, translated from french: "when units are individualized for storage, syringes are not cut properly when they are separated. This is a recurring incident (5 torn packages out of 30 detached syringes). This results in packaging that is no longer airtight, preventing the use of the units concerned."

Manufacturer narrative:
H6: investigation summary a device history record review was completed for provided material number 307731 and lot number 2301158. The review did not reveal any detected abnormalities during the production process that could have contributed to the reported defect and all quality tests were found to be within specification. To aid in the investigation of this issue, one (1) picture sample was provided for evaluation by our quality engineer team. Through examination of the picture, the packaging was observed torn. However, through the picture alone, it cannot be determined if the damage resulted from poor package perforation. This type of package damage could be related to the perforation cut that allows the blisters to separate, but in the picture, the perforation cut is clearly seen. Without the physical samples, we are unable to confirm the exact cause. One (1) shelf carton of retained samples was obtained from the manufacturing facility. The retained samples were reviewed; however, no signs of package perforation defects were identified. H3 other text : see h10.

Event description:
It was reported that the packaging units of 5 bd emerald¿ syringes were torn due to poor perforation. The following information was provided by the initial reporter, translated from french: "when units are individualized for storage, syringes are not cut properly when they are separated. This is a recurring incident (5 torn packages out of 30 detached syringes). This results in packaging that is no longer airtight, preventing the use of the units concerned."